Event description:
It was initially reported to boston scientific corporation in 2008, that prior to the procedure, it was noticed that the device tip was twisted, and therefore, it was not used. The device did not come in contact with the pt. There were no pt complications reported as a result of this event. This event has been deemed a reportable event based on preliminary investigation results; split tip. A supplemental report will be submitted upon completion of the device investigation.

Manufacturer narrative:
The device has been received for analysis but not evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.